Manufacturer narrative:
Health professional was approximated to yes as the initial reporter's occupation is unknown, but the event was reported to have occurred at a health care facility. (B)(4). Investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. The catheter was cut close to the handle section. It was also noted that the control wire is highly kinked at the catheter and handle sections, indicating that there may have been difficulty faced when attempted to release the clip from the catheter. Further analysis noted that the evidence of control wire cut was to separate the device from the catheter. This condition is not considered as an issue of the device as described within the instructions for use (IFU). Microscope examination was performed, and it was confirmed under high magnification that the capsule tabs were damaged and the bushing had hits on its hooks. Additionally, x-ray analysis was performed; it was observed that the yoke was detached from the control wire and one of the clip arms was kinked. Dimensional examination was performed on bushing outside diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were out of specification, confirming the deployment failure. No other issues with the device were noted. No other issues with the device were noted. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
Boston scientific corporation received an unauthorized return of a resolution 360 clip device on (B)(6) 2020. Investigation results showed that the device had the control wire highly kinked and the catheter was cut close to the handle section. Some hits were found on the bushing and the sides of bushing hooks were out of specification, providing investigation findings of deployment failure. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.